Event description:
The patient's family member called lifescan (lfs) and alleged that their parents meter would not stay powered on. They reported that the date and time was appearing on the display. The patient visisted their physician. They also reported taking 20 units of their insulin, which was either novolog or novolin. It is not clear if the patient took this insulin before leaving the house or at the physician's office. The patient's blood glucose was tested at the physician's and according to the reporter, their blood glucose retult was low. No other type of treatment was reported. It would have been helpful to know what the patient's blood glucose result was at the hospital, how long the patient wa unable to test, and when the patient took their 20 units of insulin. Medical affairs attempted unsuccessfully to reach the patient for more clinical information. A letter is being sent as a second attempt. This complaint is being documented as a malfunction because themeter would not stay powered on while troubleshooting and there is currently no evidence of the meter contributing to a serious injury.